Event description:
It was reported that a field engineer, while positioning an x-ray tube, accidentally knocked the cover off of an external capacitor and contacted the terminals with the field engineer's arm. The resulting shock knocked the field engineer to the floor. No injury was reported, nor were there any previous reports of injuries. The capacitor cover was replaced and the system returned to service.